Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. It was noted the device has not been returned regularly for recommended annual pm. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Concomitant medical products: part: 00880100200, lot: unk.

Event description:
It was reported that while testing the dermatome there a leak of air from the nozzle or the hose. There was no patient involvement. No adverse events have been reported as a result of the malfunction.